Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient having spinal therapy. It was reported that subject completed study x-rays on (B)(6) 2025 <(>&<)> (B)(6) 2025. Pi noted postoperative findings. There is further dorsal displacement of the intervertebral cage at l3-l4, 11 mm vs 6.4 mm vs prior 5.6 mm. He is ordering a lumbar CT to evaluate fusion. Onset date: 2025-10-22 event: displacement of an intervertebral cage implant at the lumbar spine levels l3¿l4. Severity: moderate hospitalization: the adverse event resulted in hospitalization. Other actions taken: lumbar CT scan will be ordered. Treatment: no additional treatment was provided due to the event at this time. Outcome status: patient is recovering or resolving. Diagnostics: no diagnostic tests have been performed yet, but a CT scan is planned. Site seriousness assessment: no congenital anomaly, death, disability, life-threatening event, or medical intervention reported. Site related assessment: use of tlif grafting material unlikely related to the event. Procedure (postoperative) unlikely related to the event. Comments: the adverse event involves the lumbosacral spinal level (l3¿l4). Update received on (B)(6) 2025: description: progressive dorsal displacement of inter long description: progressive dorsal displacement of intervertebral cage (l3¿l4) sponsor assessment (oc muo): result: yes comments: sponsor assessment: possible related to tlif procedure and to the post fix device and not related to the tlif graft material and to the interbody device. Additional information was received that the subject was not hospitalized and no additional surgery has been reported.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 - additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information stated that site related assessment: tlif grafting material - not related.

Event description:
Additional information was received that diagnostic summary: tests performed: yes x-ray ((B)(6) 2025): worsening retropulsion of a disc spacer at l3-4 x-ray ((B)(6) 2025): posterior migration of the intervertebral disc spacer at l3-4 by approximately 1.1 cm CT ((B)(6) 2025): posterior displacement of an interbody device at l3-4 by approximately 9 mm site relatedness assessment: capstone peek spinal system implant: not related to the adverse event posterior supplemental fixation system: not related to the adverse event both devices (capstone peek spinal system and posterior supplemental fixation system) were assessed by the site as not related to the adverse event (posterior displacement of the interbody device at l3-4). CT performed on (B)(6) 2025. Patient does not appear to be symptomatic from the implant. Subject wishes to hold off on surgical intervention just yet. Re-assess in 2 months with new x-rays, order placed. There was no malfunction with infuse.

Manufacturer narrative:
B5 - additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.